Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was discovered broken by staff after it came through the wash. Normal wear and tear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the ratcheting mechanism has been damaged. The lot code indicates the device was first sent to distribution in december 2010 prior to the previously referenced (B)(4) that improved the design of the instrument and ratchet engagement. The instrument is in very good overall condition sans the ratcheting damage. The root cause is attributed to a supplier process error. No further corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Although it is unknown how the instrument broke, previous investigations found the ratchet control caps to freeze and break away from the handle. Previous investigations found the root cause is attributed to a supplier assembly process. Eco-343292 was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. It is unknown if this is the failure mode since the sample was not returned. Based on the limited information provided, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.